Event description:
It was reported that during an attempted implant procedure the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements, measuring greater than 125 ohms. Additionally, it was noted the insertion site has a bend on fluoroscopy on both the right atrial (ra) and rv leads, which could have contributed to the access issue. Technical services discussed calcification, commanded shock and vector breakdowns. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode was returned in two segments, fractured at approximately 78 mm from the terminal end. The helix mechanism was found to be extended. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits and confirmed therapy remained available. Calcification with tissue was observed on the lead at the distal coil. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads.

Event description:
It was reported that during an attempted implant procedure the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements, measuring greater than 125 ohms. Additionally, it was noted the insertion site has a bend on fluoroscopy on both the right atrial (ra) and rv leads, which could have contributed to the access issue. Technical services discussed calcification, commanded shock and vector breakdowns. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.